Event description:
A caller reported experiencing a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Initially, the customer attempted to load a new cartridge but faced issues despite following instructions to clean the pneumatic tap area on the pump. However, after guidance from technical support, the customer was able to successfully load a second cartridge onto the pump and resume insulin delivery.